Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking of the mammary implants" and "silicone laden lymph nodes."

Event description:
Healthcare reported left side "leaking of the mammary implants" and "silicone laden lymph nodes," ultrasound confirmed. Device remains implanted.

Event description:
Healthcare reported left side "leaking of the mammary implants" and "silicone laden lymph nodes," ultrasound confirmed. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a striated opening in the posterior side assessed as surgical damage. Silicone migration: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
The device has been explanted.